Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: after the implementation immediate leakage from gas outlet. Product needed to be exchanged. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During a tightness test a leakage from the gas outlet could be confirmed. The gas side of the product was sawed off. It was determined that the leakage was caused by fiber leakage and fiber delamination. Thus the reported failure could be confirmed. The leakage was most probable caused by the detected pur delamination and fiber fracture. A sap trend search was performed for p/n 70102.7818 failure code 0101 leakage gas outlet; (B)(4) similar complaints were found. (B)(4) of them were determined as to be not within the CAPA (B)(4) production range, this means they were produced with new fibers according to their lot #'s. One of those complaints was found to be similar for its investigation results like the current record (fiber fracture & pur delamination most probable caused the reported leakage). Due to this information no new systemic issue could be determined at this time. Pur delamination: the CAPA (B)(4) was closed as to be effective based on 12 months period under observation. During this timeframe all complaints received were out of production lot's which were produced before the correction of the manufacturing process took place. The investigation result out of the similar complaint shows the same malfunction as known out of CAPA (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the CAPA (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, mcp will continue to monitor the complaint figures. In case an accumulation occurs, mcp will decide about additional investigation steps may be necessary. Fiber leakage: the failure was determined to be the 2nd of its kind for the specific product and will be handled via a designated mcp tracking and trending process. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).